Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed, and reported. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel, 475cc silicone breast implants which the patient experienced bilateral capsular contracture baker grade IV on the left and unknown grade on the right side, and bilateral blood clot after implantation. The issue was confirmed by the physician, and confirmed by MRI examination. The patients nipples were way down, not moved causing blood clots. As a result, patient underwent biopsy. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement with mentor gel indicated. This report relates to the right side.